Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B) (6) 2015, explanted: (B)(6) 2017, product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown drug via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that the patient was in a wheelchair and the pump pocket was getting irritated when the patient moves. The rep wanted to know which catheter passer to use if they end up needing to revise the catheter. A pump revision and catheter revision was noted.